Event description:
It was reported that during a procedure, the first load jammed and did not fire. A second reload was used, but on the first staple it only stapled halfway and jammed. Additionally, it made a clicking noise. A third reload was then used, but the stapler did not activate the blade and the handle came loose. To resolve the issue, a new handle was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu (lot #: p3f0079), egia45amt, egia45amt egia 45 artic med thick sulu (lot #: p4g0904). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastroplasty procedure, the first load jammed and did not fire. A second reload was used, but on the first staple it only stapled halfway and jammed. Additionally, it made a clicking noise. A third reload was then used, but the stapler did not activate the blade, and the handle came loose. To resolve the issue, a new handle was used with the third reload. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. It was reported that the first reload jammed and did not fire, the second reload stapled halfway, jammed and made a clicking noise, and with the third reload, the blade did not activate and the handle came loose. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues can occur when firing over tissue that is beyond the recommended thickness range, when firing with an obstacle incorporated in the jaws, or when attempting to fire a reload that is in interlock. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.